Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how did ethicon learn of the incident? Our rep found it at the hospital pharmacy of (B)(6) hospital situated in (B)(6) and other (B)(6) hospitals as well is there an indication of how the product was distributed? Is there any indication of the source? We were unable to trace the product in edc nor us. I have forwarded the matter to our local planning team to check with (B)(6) for a final check based on the packaging, is there any indication of which market the original genuine product may hae come from? No. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Investigation summary: three pictures were received for evaluation three pictures showing both sides of the box of product code 1902gb and lot number 3834943. The pictures show only two sides of the carton box (short sides). An investigation was conducted to compare the artwork (fonts, size), printed variables and bar codes to the released documents. The batch was also checked. Many discrepancies were found during the investigation. In the picture, the expiry date is 2019-12-30 and internal records show the batch record the expiry date is 2019-12-31. Then, the pictures were compared to labelling specification documents and some issues were identified: the font is not the right one, some discrepancies on colors, and difference in the picture of the orc (drawing of stitches) on the carton box. Finally, the bar codes were compared to in-line printing specification of emea carton box on automatic cartoner. Two inconsistencies were detected: - the gtin bar code was not correct and gs fixed identification number (01) did not appear on the picture. The exp and lot bar code was not correct. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 absorbable hemostat was available via parallel source as the authorized distributor does not import this product officially. The product was found at the hospital pharmacy of (B)(6) hospital situated in multan and other adjacent hospitals as well. No adverse patient consequences were reported. Additional information was requested.